Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced right cylinder migration into the left corpora cavernosa. Surgical intervention was performed and the cylinder was removed and replaced. There were no additional patient complications reported.